Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962, mpcbsta0 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of the index surgical procedure in what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were the symptoms following the index surgical procedure? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a delivery procedure on an unknown date and suture was used. On the 10th day post-op, the patient experienced swelling of the wound. The suture was removed and patient was re-sutured. It was reported that the patient's condition changed to better. Additional information has been requested.